Manufacturer narrative:
(B)(4). The package was visually inspected and a small scrape to the tyvek lid was found on the upper left corner of the tyvek lid. The tyvek was removed from the package for inspection using a light source behind the tyvek to view the damaged part and it appeared that the damage was not all the way through the package. Tyvek was viewed using microscope and the damaged area showed that tyvek fibers were present and that there was no hole in the tyvek. Complaint was not verified. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that before a prostatectomy procedure, there was a hole in the (B)(4). The packaging was perforated. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.